Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia 30mm articulating vascular/medium reload. The event report alleges the product was used in a surgical procedure. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. A review of the device history record could not be performed for both devices because the lot numbers were not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture.. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a lap cholecystectomy, the jaws locked when they closed it and pressed the green button. However, they were easily able to open the jaws and did not lock on tissue. The device did not fire. No reinforcement material was used. A new device was used to resolve the issue. No patient adverse events reported.